Event description:
It was reported that during the open reduction internal fixation of a proximal humerus, the surgeon could not thread the drill guide into the holes of the plate. The surgeon was able to use another plate from the loaner tray to complete the procedure with no further problems and no harm to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and the thread flanks of two threads were damaged. Because the thread flanks were damaged, the drill guide could not be inserted. It is clearly visible that the passivated layer was worn away from the damaged thread flanks, which is an indication that this damage was caused post-manufacturing. The exact cause of this occurrence could not be determined. Excessive metallic contact or cross-threading during the insertion could be possible reasons. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.